Event description:
I had allergan's lap band installed in (B)(6) of 2013. Despite good results from following the procedures, my hand "slipper" and turned upside down contorting my stomach in a way that I could not eat or drink for several weeks. Upon an egd surgeon decided emergency surgery was necessary to remove the band in (B)(6) 2015.